Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The cotton tip of the device fell into the cavity of the patient. The cotton piece was removed from the cavity of the patient. In order to resolve the issue and complete the case, the device was replaced with a new one and the case was completed without any complications. There was no patient harm. The patient outcome is alive, no injury.